Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the power on reset (por) was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain via a manufacturer¿s representative (rep). The rep reported that the patient was getting a power on reset (por) and call your doctor screen, (B)(6). The rep reported that the patient was at a football game when it happened. The rep reported that the patient took out the batteries in the patient programmer and never saw the screen again. The rep reported that the issue was resolved at the time of the report. No further complications were reported.